Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Prior to hospitalization, the customer felt very ill and was vomiting all day long. Troubleshooting was not performed as the customer was asleep at time of call. The contact was instructed to call back for troubleshooting.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.